Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event on the same day as the event onset. The patient was treated with vancomycin injection (1 gram, every 5 days, route and duration were not reported) and meropenem injection (1 gram, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was recovering from the event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was discharged one week after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.